Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. D3 manufacturer email: (B)(6). Montorsi f, naspro r, salonia a, et al. Holmium laser enucleation versus transurethral resection of the prostate: results from a 2-center, prospective, randomized trial in patients with obstructive benign prostatic hyperplasia. J urol. 2004;172: 1926-9.

Event description:
It was reported to boston scientific via an article published in the journal of urology, that a study was conducted in order to compare the efficacy of holmium laser enucleation of the prostate (holep) procedures to transurethral resection of the prostate (turp) procedures when treating benign prostatic hyperplasia (bph). The article discussed the results of 52 patients who underwent holep and 48 patients who underwent turp in order to treat their bph. All patients included in the study met the following criteria: younger than 75 years, a peak urinary flow rate less than 15 ml per second, a post-void residual urine less than 100 cc, medical therapy failure, a transrectal ultrasound adenoma volume less than 100 gm, and urodynamic obstruction. Patients with any of the following conditions were excluded: a neurogenic bladder, a diagnosis of prostate cancer and any previous prostatic, bladder neck or urethral surgery. All holep procedures performed included tissue morcellation of the prostatic lobes into fragments that were retrieved from the bladder cavity. The laser energy was delivered by a 360 micrometer fiber placed in a 24fr resectoscope. Enucleation was performed at 2.0 joules and 35 hz. Minor bladder lesions that occurred during morcellation were treated with bladder irrigation only. The number of patients that experienced the bladder lesions was not specified. It was noted that systematic irrigation was often unnecessary and applied only when macroscopic hematuria occurred. However, the duration was typically only a couple of hours and it was generally self-limiting. All patients were then assessed at 1 month, 6 months, and 12 months post procedure. At the 1 month post-procedure visit, the following complications were reported: 10 patients experienced a bladder mucosal injury, 1 patient required re-intervention for bleeding, 3 patients experienced acute urinary retention, 33 patients experienced dysuria, and 25 patients experienced transitory urge incontinence. The patients who experienced urinary retention were treated with temporary re-catheterization. It was also noted that all cases of urge incontinence were short term and self-limiting. At the 6 month post-procedure visit, 1 patient had urethral strictures. However, at the 12 month post-procedure visit there were no patients with urethral strictures. At the 12 month post-procedure visit there was 1 patient who reported stress incontinence. In all patients, erectile function was maintained. However, ejaculatory function did worsen due to the expected development of retrograde ejaculation. The number of patients who experienced retrograde ejaculation was not provided.

Event description:
It was reported to boston scientific via an article published in the journal of urology, that a study was conducted in order to compare the efficacy of holmium laser enucleation of the prostate (holep) procedures to transurethral resection of the prostate (turp) procedures when treating benign prostatic hyperplasia (bph). The article discussed the results of 52 patients who underwent holep and 48 patients who underwent turp in order to treat their bph. All patients included in the study met the following criteria: younger than 75 years, a peak urinary flow rate less than 15 ml per second, a post-void residual urine less than 100 cc, medical therapy failure, a transrectal ultrasound adenoma volume less than 100 gm, and urodynamic obstruction. Patients with any of the following conditions were excluded: a neurogenic bladder, a diagnosis of prostate cancer and any previous prostatic, bladder neck or urethral surgery. All holep procedures performed included tissue morcellation of the prostatic lobes into fragments that were retrieved from the bladder cavity. The laser energy was delivered by a 360 micrometer fiber placed in a 24fr resectoscope. Enucleation was performed at 2.0 joules and 35 hz. Minor bladder lesions that occurred during morcellation were treated with bladder irrigation only. The number of patients that experienced the bladder lesions was not specified. It was noted that systematic irrigation was often unnecessary and applied only when macroscopic hematuria occurred. However, the duration was typically only a couple of hours and it was generally self-limiting. All patients were then assessed at 1 month, 6 months, and 12 months post procedure. At the 1 month post-procedure visit, the following complications were reported: 10 patients experienced a bladder mucosal injury, 1 patient required re-intervention for bleeding, 3 patients experienced acute urinary retention, 33 patients experienced dysuria, and 25 patients experienced transitory urge incontinence. The patients who experienced urinary retention were treated with temporary re-catheterization. It was also noted that all cases of urge incontinence were short term and self-limiting. At the 6 month post-procedure visit, 1 patient had urethral strictures. However, at the 12 month post-procedure visit there were no patients with urethral strictures. At the 12 month post-procedure visit there was 1 patient who reported stress incontinence. In all patients, erectile function was maintained. However, ejaculatory function did worsen due to the expected development of retrograde ejaculation. The number of patients who experienced retrograde ejaculation was not provided.

Manufacturer narrative:
D3 manufacturer email: moshe.barenboym@bsci.com. Montorsi f, naspro r, salonia a, et al. Holmium laser enucleation versus transurethral resection of the prostate: results from a 2-center, prospective, randomized trial in patients with obstructive benign prostatic hyperplasia. J urol. 2004;172: 1926-9.